Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/24/2013 to the present date 11/6/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device a review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Kaiser recall- 08/13/2019 17:12:14 jonathan reyes (joreyes) no bill. Npi 05/13/2020 15:58:57 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.